Event description:
On (B)(6) 2019, the patient¿s chemist contacted lifescan (B)(4) , alleging that the patient¿s onetouch verioiq meter was displaying the error message of ¿error 1¿. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained after customer service reviewed the call. The chemist reported that the alleged error message began to appear at the beginning of (B)(6) 2018, at an unspecified time. The patient manages his diabetes with a combination of diabetes medication (metformin and insulin - dosages were not specified). The chemist reported that the patient did not make any changes to his usual diabetes management regimen in response to the alleged issue. On the same day in the beginning of (B)(6), after the product issue occurred, the patient ¿fainted¿. After reviewing the call, it was confirmed that the patient did not receive any medical treatment in response to the issue as the patient faints from time to time and was not treated with any medication. It was not reported if the patient used any other device to test his blood glucose. During troubleshooting, the csr noted that it was not the first time the patient had used the subject meter. The csr also noted that the patient had used expired test strips and the csr did not manage to resolve the issue during troubleshooting. A replacement meter has been sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.